Event description:
It was reported that the tubing of a clear-link extension set ruptured. This occurred during infusion of intravenous (IV) contrast solution with a power injector. An amount of 25 ml of saline solution was injected successfully and during injection of 90 ml of IV contrast the tubing ruptured. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, using this device with a power injector was reported. A review of the labeling confirmed that this product does not approve of use with a power injector. Consequently, this report will be considered a use-error. Should additional relevant information become available, a supplemental report will be submitted.